Event description:
Boston scientific crm received information that a latitude red alert was observed indicating that an increased right ventricular (rv) pacing impedance measurement was observed. It was reported that the physician would continue to monitor the patient via latitude. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.